Event description:
It was reported that they had refill issues. It was reported that they were having refill issues i.e. Difficulty refilling the pump and they replaced the pump because of the same. At the time they had patient go home and then they calculated in the 24 or 18 hours that she came back, how much she would have used. And the next day everything went smooth and there was no problem. Reporter did not provide device details/drug infused/ patient symptoms and outcome related to this incident however indicated that the pump was supposed to be analyzed to see if there was anything wrong with the billow. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was further noted that the health care provider had no further clarifying details pertaining to this event.

Manufacturer narrative:
(B)(4).